Manufacturer narrative:
Patient returned pump for alleged cosmetic damage at the back side of case, blank display, and unresponsive keypad observed on (B)(4) 2023. The pump passed the displacement test and active current test. Pump fails sleep current test. Pump fails self test due to missing segments during testing. No blank display anomalies noted during analysis. No stuck button alarms noted during testing. The history/trace downloads were successful using thus. All buttons were tested individually for their functionality; down key intermittent. No damage to keypad traces and j1 connector on pcba 1 was not unlocked during visual inspection. Pump passes keypad voltage test. No power loss alarms/alerts/anomalies noted on event date. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump was cut open to perform visual inspection and found moisture damage on pcba 1 and lcd flex traces. The following were noted during visual inspection: missing display window/cover, stained keypad overlay, cracked case (battery tube), pillowing keypad overlay, and end cap address label missing. Cosmetic damage confirmed at back side of case. No blank display anomalies noted during analysis, blank display not confirmed. Unresponsive keypad, missing segments/partial display, and sleep current anomaly confirmed due to moisture damage. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported pump button did not respond, screen went blank and pump had a crack on the battery compartment. Troubleshooting was performed. Customer confirmed that the retainer ring was not damaged. Customer also confirmed that the reservoir and infusion set does not showed any signs of damage. Customer was advised that the pump will be replaced. No harm requiring medical intervention was reported. The device will be returned for failure analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.